Manufacturer narrative:
Pump received with stuck motor error alarm loop during basic occlusion due to faulty fsr (gold). The motor was tested outside of the device and passed. Pump has minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on there servoir tube window, and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.